Event description:
It was reported that the tip of the mitek, 90 degree vapr electrode broke off while in use. The broken tip was retrieved at the time of the event. Contact reported no pt injury or complications as a result of this situation.